Event description:
It was reported that during preparation for a water vapor therapy procedure, the delivery device was not able to complete second priming. The generator was rebooted, and the delivery device was replaced to continue with the procedure; however, the issue persisted. Therefore, the procedure was cancelled. There were no patient complications. It should be noted that the patient had already been sedated at the time the issue with the generator occurred. This event has been reported with a procedure which anesthesia or sedation status is unknown. This report is for the generator.

Manufacturer narrative:
The device was not returned for analysis; therefore, no visual or functional testing was able to be completed. With all the available information, boston scientific concludes that the reported complaint was not confirmed. Based on the information provided, cause not established was selected as the most probable cause for the complaint.

Event description:
It was reported that during preparation for a water vapor therapy procedure, the delivery device was not able to complete second priming. The generator was rebooted, and the delivery device was replaced to continue with the procedure; however, the issue persisted. Therefore, the procedure was cancelled. There were no patient complications. It should be noted that the patient had already been sedated at the time the issue with the generator occurred. This event has been reported with a procedure which anesthesia or sedation status is unknown. This report is for the generator.